Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The pt presented with a myocardial infarction and st elevations. The 99% stenosed lesion was located in a calcified and non tortuous mid left circumflex artery. The lesion was predilated with a 2.0x12mm balloon. A 3.50x20mm veriflex stent was advanced to the lesion when the physician felt something unusual. The device was pulled back and it was found that the shaft had broken inside the left circumflex artery. The fractured portion of the device was removed with a 4mm gooseneck snare. The procedure was completed with another veriflex stent. No pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4)

Manufacturer narrative:
Device evaluated by manufacturer - product analysis received the device in two pieces and found that the hypotube was broken approximately 96cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of shaft and no other damage was seen other than the broken hypotube. Blood was visible in the distal and midshaft of the device which is consistent with the device being in contact with the patient. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The patient presented with a myocardial infarction and st elevations. The 99% stenosed lesion was located in a calcified and non tortuous mid left circumflex artery. The lesion was predilated with a 2.0x12mm balloon. A 3.50x20mm veriflex stent was advanced to the lesion when the physician felt something unusual. The device was pulled back and it was found that the shaft had broken inside the left circumflex artery. The fractured portion of the device was removed with a 4mm gooseneck snare. The procedure was completed with another veriflex stent. No patient injuries or complications occurred. Patient's status is satisfactory.